Event description:
Related manufacturer reference number: 2017865-2022-10643. It was reported a patient's atrial and right ventricular lead both presented with high capture thresholds. Both leads were explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was recovering.